Event description:
The customer reported that there was an or fire and a patient received a burn.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete or if additional information pertinent to the incident is obtained a follow-up report will be submitted.